Event description:
During preventive maintenance, one of the two hand cranks provided for manual rotation of the roller pump in the event of power loss was found to be non-functional. The crank was replaced. There were no adverse consequence to the patient as a result of this event.